Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed assistance adjusting the insulin pump's settings. Customer stated that she had been experiencing low blood glucose levels and was at 44 mg/dl the morning of the call. Blood glucose level at the time of the call was 145 mg/dl. The customer reported that she treated the earlier low blood glucose level with juice. The insulin pump was not replaced or returned for analysis.